Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited loss of telemetry. It was also reported that the leadless ipg exhibited right ventricular (rv) undersensing. The leadless ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.